Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis. Post procedure, left deflation was diagnosed through physical examination. As a result, bilateral prosthesis replacement with mentor smooth round high profile 230 cc saline prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on 3/20/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/25/2018: device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. Post procedure, left deflation was diagnosed through physical examination. The device was received with no fluid. White material was observed within the device. During the initial evaluation the device appeared intact. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. No anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was not confirmed. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).